Event description:
Patient reported rupture. Patient was underage at the time of implant. The device has been explanted. This record is for the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight and an extended opening on radius. A microscopic analysis was performed which identified: a sharp opening on radius and non-penetrating nick on patch. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius assessed as unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photos identified an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Patient was underage at the time of implant. The device has been explanted. This record is for the left side.